Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke at the notch inside the drill during a medical education lab. It was further reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device code has been changed from break to fracture device evaluation: the definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that the bur broke at the notch inside the drill during a medical education lab. It was further reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.